Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic gastric sleeve procedure, the device jammed and had difficulties in loading/toggling, the needle stayed in the jaws and passed through the tissue. The surgeon was able to complete the oversewing even with the said issue of the device, wherein it felt like something was jamming in the handle. No patient injury.